Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with non-severe explant damage. An in-vivo insulation breach or conductor fracture were not observed. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that beginning one month post implant thresholds on the right ventricular (rv) lead were high and fluctuating. There was also intermittent loss of capture with periodic left ventricular pacing only, causing double counting and t-wave oversensing (twos). Rv outputs were increased and sensing was adjusted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.